Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. Customer's blood glucose ranged from 429-500 mg/dl. Reportedly, the pump supplies were changed to address the issue.